Event description:
The customer reported that insulin from the reservoir leaked. The customer stated that her blood glucose started rising, had changed the infusion set and had several bent cannulas. The blood glucose reading was 377mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
Inspected one random sealed reservoir, performed manual prime and high-pressure test per specifications, using a new infusion set along with the insulin pump, the reservoir passed per specifications. No leakage anomaly noted during analysis. Inspected o-rings on the stopper groove for defects and no anomalies were found. Reservoir connected/locked in place properly.